Event description:
Customer reported to maquet that a failure occurred during a vascular surgery case. When the staff repositioned the light head toward the patient, the ambient light module fell out of place but remained attached to the cupola, hanging from two low voltage wires. Customer did not report anything falling from the light and there was no injury to the patient. (B)(4). Ref# MFR 9710055-2013-00033.